Manufacturer narrative:
(B)(4).

Event description:
The customer alleges when the package was opened, they noticed the guide wire of the catheter was kinked.

Manufacturer narrative:
(B)(4). The customer returned one unopened arterial catheterization set. Visual examination revealed one kink in the guide wire. The corresponding place on the tubing was also kinked. These are characteristics of the item being damaged while in the package. The coils were slightly closer; however, not offset or unraveled. The guide wire contained one kink 80 mm from the distal end. The tubing was kinked in the corresponding place, 82 mm from the distal end. A device history record review was performed and no relevant findings were identified. The customer reported issue of the guidewire being kinked in the package was confirmed during the sample investigation. Visual inspection was performed and both the guidewire and the guard were found to be damaged. Based on the information provided and the condition of the returned sample the probable cause of this issue is shipping and handling related.

Event description:
The customer alleges when the package was opened, they noticed the guide wire of the catheter was kinked.